Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string was inaccessible to aid in removal of the tampon. Consumer indicated she felt something abnormal inside her vaginal cavity. She sought medical attention and the gynecologist performed a vaginal exam. The gynecologist removed a plastic wrapped tampon pledget from consumer's vaginal cavity. Consumer reported she last used the tampons approximately three weeks prior to the gynecologist exam. She did not experience any adverse health symptoms and did not require medical treatment.